Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's pump was explanted due to routine transplant. The pump will be returned to abbott. Additional information was received from the vad coordinator. The patient underwent transplant. It was reported the patient had an infection of mycobacterium chimera and the patient's status was upgraded by exception.

Manufacturer narrative:
Manufacturer's investigation conclusion: the specific cause for the reported infection could not be determined. No device-related issues were identified through the evaluation of heartmate 3 lvas, serial number (B)(6). It was reported that the patient underwent a transplant. The patient reportedly had a bacterial infection and the patient¿s status was upgraded by exception. (B)(6) was returned assembled with the pump cable severed approximately 3.5¿ from the pump housing. Of note, the device appeared to have been exposed to a fixative agent (e.g. Formalin), prior to being returned to abbott for evaluation. The modular cable was not returned with the device. The sealed outflow graft and bend relief were returned attached to the pump cover outlet port. The outflow graft was severed approximately 6¿ from the graft hardware, and the distal portion was not returned. The apical cuff was returned and engaged with the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 25jan2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.